Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was unknown what the foreign material was inside the valve. After opening the package, the foreign material was found and it was impossible to determine what the ingredients were. The valve was not attempted to be used or implanted after the foreign material was discovered, and dirt may have contaminated it during transportation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that as soon as the surgeon opened the package, foreign objects were found, and no operation was performed on the product. The device was originally planned to be used.

Manufacturer narrative:
H3. Additional product analysis determined that the a sample of the foreign material was removed from the device under a microscope, and the sample was run on a ftir (fourier transform infrared spectroscopy) using matr techniques. The sample appeared to be a polyamide. Polyamides had major peaks at 1539 cm-1 (±16), 1639 cm-1 (±16), and 3298 cm-1 (±16). Polyamides are a broad category of polymers that include proteins and peptides. Some examples of polyamides are collagen, silk, wool, nylons, and aramids. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis determined that the returned valve did not meet the requirements for leak testing due to a tear in bottom of the reservoir dome. It was unknown how or when this damage occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that after opening the package, foreign matter was found inside the product. No patient involvement.

Manufacturer narrative:
H3 updated: product analysis determined that the returned valve failed leak testing requirements due to a cut found at the bottom of the reservoir dome. Above this cut, there was evidence of foreign material inside the dome, which appeared to be biological in nature and roughly the same size as the cut in the reservoir. Additionally, what appeared to be biological material was observed around the exterior of the valve body and intake port. Other markings on the valve indicate that this was not a result of an initial manufacturing defect, suggesting the material may have accumulated during handling or use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.